Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced sterile peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with (ip) intraperitoneal ceftazidime (187.5 mg, 4 times a day, duration not reported) and ip cefazolin (187.5 mg, 4 times a day) for sterile peritonitis. Three days later, the patient was treated with ip vancomycin (37.5 mg, four times a day) and cefazolin was stopped. Four days later, the vancomycin was increased to 42 mg (four times a day). Nine days later, vancomycin was stopped. Pd therapy was ongoing. The patient was recovered from the peritonitis event (18 days after event onset). No additional information is available.